Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Functional testing was performed. The analyst was unable to duplicate customer's reported problem in that the " pump does not run" issue during the investigation. High pressure alarm messages after pump starting were found in the pump's event history logs. It's recommended that the downstream occlusion sensor to be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical pump does not run. There were no reported adverse events.